Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters leaked from the connection site during the flush. The following information was provided by the initial reporter: "leakage noted at connection point of bd angiocath 22g and one-link catheter extension set. Rn noted leaking at the site of the connection at the time of IV insertion, during flushing. 2nd rn noted same issue last week. Rn changed jloop with 2 different lot numbers to determine if there was something wrong with the jloop or maybe catheter. Leakage noted with both changes. Bd 22gax1.00in lot 2021886. Cat# 38523."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters leaked from the connection site during the flush. The following information was provided by the initial reporter: "leakage noted at connection point of bd angiocath 22g and one-link catheter extension set. Rn noted leaking at the site of the connection at the time of IV insertion, during flushing. 2nd rn noted same issue last week. Rn changed jloop with 2 different lot numbers to determine if there was something wrong with the jloop or maybe catheter. Leakage noted with both changes. Bd 22gax1.00in lot 2021886. Cat# 38523."